Manufacturer narrative:
(B)(4). Approximate age of device- 4 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted to the hospital on (B)(6) 2017 with an elevated lactate dehydrogenase (ldh) of 900 u/l (baseline of 700 u/l). At time of admission, the patient's inr was 4.5. The patient was started on heparin infusion and maintained on coumadin, aspirin and persantine. The patient was discharged on (B)(6) 2017 with ldh of 629 u/l. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. A correlation between the device and the report of elevated lactate dehydrogenase could not be conclusively determined. The patient remains ongoing vad support. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.